Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that worsening of the sense/pace parameters was observed due to twiddlers syndrome. During a follow-up visit, the capture threshold had decreased and the impedance had increased. During repositioning, insulation damage was noted. The lead was explanted and replaced.